Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. Bluetooth reset was performed. There were no patient consequences.